Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: two challengers applicators were received. According to the available information, a misfiring of the two applicators caused a blocking of the magazine intraoperative. All the components are available for the investigation decontamination. Surgery was delayed longer than 15 minutes. No deviations can be found at both shafts, one of the handles and jaw part protection. At the handle, the hinge of the cover is broken. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. Based on the information available as well as a result of the investigation the root cause of the failure is most probably related to an insufficient maintenance of the device. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). Throw away the clips outside off the predetermined area and block. Io clips loose from the applier. The interventions was cholecystectomy. No death. It could be a life threatening situation fortunately it wasn't. No revision surgery. No additional medical intervention necessary. No fragment remained in situ. The delay surgery was 15-20 min. Components in use listed as concomitant devices are: pl538r / shaft compl.d:10mm l:260mm. Pl536810 / jaw part protection for challenger d 5.